Event description:
It was reported that the doctor was performing a total hysterectomy with the articulating enseal device, was near the end of the procedure, grasped too much tissue in the jaws of the instrument and broke the jaw off of the instrument in the process of clamping the tissue. The broken part of the instrument was retrieved from the patient. The case was completed using electrocautery with no consequence to the patient. One device will be returned for analysis by the sales rep.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.